Event description:
It was reported that an uneventful novasure procedure was performed on (B)(6) 2010. On (B)(6) 2010, the pt reported significant lower abdominal pain and frequent discharge of fluid. The pt was admitted on (B)(6) 2010 for a cystogram. The physician indicated that no fistula was found and the pt "got better with antibiotics and went home the next day". The pt has since had a hysterectomy (date and reason unk). We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the disposable device nor radio frequency controller is being returned; therefore, a failure analysis of this system cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as a lot and serial numbers were not provided by the complainant. If add'l relevant info is rec'd, a supplemental medwatch will be filed. (B)(4).